Manufacturer narrative:
All available information was investigated and the reported clip delivery system (cds) leak was confirmed. The silicone valve tear inside the clip introducer was observed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities reported for this lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was reviewed, and the investigation determined that the reported leak is a cascading effect due to observed torn silicone valve, however the observed torn material (silicon valve) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip delivery system (cds) (91109u144) was inserted and grasping was performed. However, while grasping, the mean gradient pressure increased to 8-9mmhg. The clip was removed, and the mean gradient pressure returned to baseline. An additional cds (91001u157) was prepped. However, it was noted that the clip introducer on the cds was not sealing well enough, causing a loss of fluid column in the steerable guide catheter (sgc). It was noted that there were no issues with the sgc. The physician decided to not use the cds and aborted the procedure. No clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.